Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive data review. Root cause was due to a defective load cell. The autopulse platform was manufactured on 31 december 2014 and has exceeded its expected service life of 5 years. The platform was last serviced in 2018 and load cell 2 was replaced. Upon visual inspection, no physical damage was observed. Evaluation of the platform during initial power up, revealed a ua 07 error message on the user control panel. The archive data was reviewed and contained multiple ua 07 error message. A load characterization check was performed and identified a defective load cell 2. Upon customer approval, the load cell will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(6) was reported on october 29, 2018 and load cell 2 was replaced to address the ua07 error.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.